Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. Conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during set up, when the cuvette was connected to the probe, an error message of "the cuvette not connected" was displayed. This event is associated with a voluntary safety alert submitted by terumo on december 8, 2015. The safety alert number is 1124841-12/08/2015-004-c. No patient involvement as this occurred during set up. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on february 25, 2016. Upon further investigation of the reported event, the following information is new and/or changed: (indication that the device is available for evaluation). (Date received by manufacturer). (Indication that the device has not been evaluated by manufacturer, but is anticipated). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted. Upon further investigation of the reported event, the following information is new and/or changed: g4 (date received by manufacturer); g7 (indication that this is a follow-up report); h2 (follow-up due to device evaluation); h6 (identification of evaluation codes 10, 34, 38, 3317, 3258, 22). Method code #1: 10 - actual device evaluated. Method code #2: 34 - device-to-device interaction testing. Method code #3: 38 - visual inspection. Method code #4: 3317 - manufacturing review. Results code: 3258 - improper composition/concentration. Conclusions code: 22 - known inherent risk of procedure. The sample was returned for evaluation. A review of the device history record revealed no manufacturing anomalies. The sample was microscopically inspected, and the magnet of the cuvette did not reveal any potential defect that would inhibit part functionality. The sample was found have difficulties connecting to the cdi500 monitors. The strength of the magnet was measured and was found to be lower than normal. The root cause of this failure is defective magnets that have a low magnetic strength; therefore, this event has been confirmed. These magnets are manufactured by an outside supplier, arnold magnet technologies. This event is associated with a voluntary safety alert submitted by terumo on december 8, 2015. The safety alert number is 1124841-12/08/2015-004-c. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.